Event description:
It was reported that according to the patient's mother, the device was not working, as the patient was not responding to sound. The change in the performance was noted approximately first week in october. Troubleshooting the external equipment revealed that it was in working order. Further testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.